Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but full analysis could not be completed at this time due to pending litigation. Product event summary: the partial lead was returned in segments but destructive analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead has been repaired previously. Heavy explant damage was visible with stretching of the lead and cut insulation. Concomitant products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during explant the helix of the right ventricular (rv) lead could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.